Manufacturer narrative:
(B)(4). Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry. (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Secondary surgery and lens was exchanged for another lens. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens, +16.0 diopter, and the patient was removed from the operating room to recovery room. The patient inadvertently rubbed his eye and the lens popped out. There was no damage or injury to the eye and the patient was brought back to surgery. The surgeon implanted a different model/type lens. The reporter stated it was unknown if the lens was damaged but the cause of the event was patient related.